Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) needed to be calibrated due to parts exchange. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm calibrated the iabp and completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6). It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) needed to be calibrated due to parts exchange. There was no patient involvement, and no adverse event reported.